Event description:
Atrial and ventricular leads were explanted. Theeh v lead was "crimped" under the clavicle and has working properly - both leads were explanted and new leads implanted. Unable to place new leads on right side so implanted on left. No new oxygenator was implanted. A-lead 1342t, v lead 1346t.